Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "the downstream occlusion is not alarming until 25psi" was not reproduced. Evaluation sent the device to flowline for downstream occlusion test. The device passed the test . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to alarm for downstream occlusion until 25 psi during testing in the biomed service department. There was no patient involvement. No additional information is available.